Manufacturer narrative:
.

Event description:
A report was received that the patient was unable to charge the ipg despite several attempts. A computerized tomography (CT) scan with contrast was taken and based on the result as stated by the patient that the battery was leaking fluid out in the tissues. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. The physician believed that the ipg issue was related to a very serious fall the patient had experienced. No further information regarding computerized tomography (CT) scan result can be obtained. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was unable to charge the ipg despite several attempts. A computerized tomography (CT) scan with contrast was taken and based on the result as stated by the patient that the battery was leaking fluid out in the tissues. The patient will undergo a revision procedure wherein the ipg will be replaced.